Manufacturer narrative:
The investigation was completed. Investigation summary: asae / minor bleed: the cause of the access site adverse event was use related as the issue was resolved by fixing the angle matching.

Event description:
An impella cp was placed via the femoral artery to support the 76-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Patient had known history of the arrhythmia atrial fibrillation and was on eliquis for medical management of it. The pump was supporting when on day of pump implant and transfer to the intensive care unit (ICU) for monitoring, the team observed a bleed at the pump site. The team performed standard troubleshooting at the site, and no hematoma developed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient did expire on the support, and the death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.